Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 4.4, 2nd inratio: 5.6. Pt re-tested on his other hand with a fresh finger-stick about five (5) minutes later. Therapeutic range is: (2.5-3.5).